Manufacturer narrative:
Analysis of historical records: the device involved in this event was not returned to orthofix srl. Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: it was not possible to perform the technical evaluation as the device was not returned to orthofix srl. Medical evaluation: it was not possible to perform the medical evaluation as no medical information was provided. Final comments: it was not possible to perform the technical evaluation as the device was not returned to orthofix srl. Considering the information provided and that the device was not returned for evaluation, it is not possible to identify a specific cause and draw any conclusion in regards to the functional problem occurred. Should further information and/or the device involved become available, orthofix srl will promptly re-open the investigation on the case. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: - hospital name: (B)(6) hospital. - surgeon name: dr (B)(6). - patient's initials: (B)(6). - problem observed during treatment - type of problem: device functional problem - event description: dr. (B)(6) from the same institution, he informed me about two patients of him operated on with truelock, who presented jamming of the lengthening nuts, during the treatment. So the tutor had to withdraw and put an intramedullary nail as a solution. No other information was provided. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records: the device involved in this event has not been returned to orthofix (B)(4) yet. Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the device involved in this event has not been returned to orthofix (B)(4) yet. The technical evaluation will be performed as soon as the device is received. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation are available. As soon as the results of the technical investigation become available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon name: dr (B)(6). Patient's initials: (B)(6). Problem observed during treatment. Type of problem: device functional problem. Event description: dr. (B)(6) from the same institution, he informed me about two patients of him operated on with truelock, who presented jamming of the lengthening nuts, during the treatment. So the tutor had to withdraw and put an intramedullary nail as a solution. No other information was provided. Manufacturer reference number: (B)(4).